Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump had a cracked display window, scratched case, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump screen was cracked after a fall. The most recent blood glucose reading was 123 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.